Manufacturer narrative:
Multiple attempts were made to obtain the product and additional information form the customer. It was indicated by the customer that the cable would not be returned. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that since using the new cables and sensors, they have been experiencing issues where the pleth waveform completely drops out - "flat lines" without any readings. This occurs intermittently without a noticeable change in patient condition. The clinicians troubleshoot by changing sensors or getting a different cable from another monitor. Sometimes changing sensors will result in acquiring a signal but many times does not. Often a different cable resolves the issue. Sometimes they use a rad 5 monitor to obtain a reading especially when the patient is critical and they do no have time to troubleshoot. During this visit the customer took me to a bedside monitor where this incidence occurred the day before - with a new cable. Placing the lncs db-1 cable on herself resulted in a reading with a pleth waveform. No drop out occurred during the few minutes of observed monitoring. The cable was not fully seated into the mms module. They were instructed to assure that the cables are fully inserted into the modules. No patient incident was reported.